Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.